Manufacturer narrative:
This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination.

Event description:
Limited information was reported that when the physician went to deploy the neuroguard stent isp sys nv-nv-7-40, the stent would not deploy. Physician kept using the thumb wheel to deploy but the stent was not coming out. No patient complications have been reported as a result of this event. Additional information was received: dr. Xxx was treating an internal carotid artery stenosis with the neuroguard. The neuroguard was advanced to the target lesion. The 40 micron filter was deployed. When attempting to next deploy the neuroguard stent, the thumbwheel did not move, the neuroguard filter was closed and the neuroguard delivery system was removed from the circulation without difficulty. A new neuroguard was then used to treat the patient and performed without any issues. There were no patient complications.